Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and high thresholds resulting in early battery depletion of the implantable pulse generator (ipg) device. The lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.